Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.